Event description:
User experienced recurring issue with discrepant sodium results. One pt example was provided. Initial result 115 mmol/l, repeated twice gave 133 and 135 mmol/l. Initial results were not released. Repeated results were reported. Pt was not adversely affected. The field service rep was unable to determine root cause. Performance tests were performed.